Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the surgeon opinion that cochlear implants are prone to infections with sutures as foreign body? Does the surgeon believe the prolene suture acted as nidus to the infections? Does the surgeon believe that the ethicon prolene sutures caused the infections in the article? Does the surgeon believe any non-absorbable suture would contribute to infection or is this specific to prolene? Does the surgeon believe this was foreign body reaction related to the infections? Were these cases previously reported? Is the product code available for the prolene suture?

Event description:
It was reported by a journal article that the patient underwent a cochlear implant surgical procedure between 01/1997 and 10/2011 and the suture was used to anchor the body of the implant. From 12 to 24 months following the procedure, the patient developed a stitch abscess due to use the non-absorbable suture and technique which had since been discontinued. It was also reported that stitch abscess was the commonest contributing factor leading to post-operative wound infection. The organism isolated from wound cultures was possibly staphylococcus aureus. The patient underwent a salvage surgery entailing either skin flap reconstruction, transposition of the (B)(6) to new location or both, and/or required parenteral antibiotics treatment, besides removal of the offended suture and wound debridement. As reported, a typical observation was that of a pointed suture end lying in close proximity to the skin surface resulting in granuloma formation, inflammation and infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: product used is prolene from ethicon. Based on conversation with dr, he doesn't think that prolene was the problem but rather non absorbable sutures are not suitable for use in cochlear implants as they cause irritation to patients. Product codes not available as these happened 4 years ago in previous hospital. They have since improved their technique for implant and do not use sutures for this procedure.